Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an incoming functionality test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed an insulation resistance test. The cause for the failure was isolated to pinched wire in the cable connecting the distribution node to the front therapy electrode. The root cause for the pinched wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.